Event description:
It was reported coupling and/or communication issues. Pt stated she could not get "58" but when she tried to charge the device, it read reposition antenna. Pt indicated she got a "call your doctor" screen that said power on reset (por). It was later reported company representative suspected there was a possible problem with the implantable neuro stimulator (ins). Company representative noted telemetry issues. An ins over discharge was suspected. At the time of this report, no further info was reported. Additional info was requested and will be provided when available. Refer to MFR report #3004209178-2010-07910.

Manufacturer narrative:
(B)(4).